Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the cables from the force bipolar instrument got stuck on the sigmoid colon during reduction of a large inguinal hernia. The surgeon was able move the cables off the tissue using scissors, however, there was a serosal tear in the colon. The surgeon repaired the tear. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this incident occurred during the first case of the day. The incident resulted in damage to a critical structure in the case. The instrument was inspected by the operating room (or) staff with no damage or abnormalities noted. The force bipolar instrument cable was not reported to be loose or frayed. The instrument worked as expected and did not have any loss of functionality. No post-operative complications were reported, and the patient is recovering great. It is unknown at this time if the instrument is available for return. Photographic images were provided by the customer showing tissue stuck to the cable of the instrument. Images of the serosal injury occurring were not provided however an image of the resulting injury after removing the colon from the cables of the instrument were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Review of the provided image is consistent with tissue stuck within the force bipolar instrument cables. The cause of the failure mode cannot be confirmed without the returned device.